Manufacturer narrative:
The date of diagnoses was not made available the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported her cycler alarmed for invalid sensor readings. She was able to complete treatment. The cycler was replaced. During follow up on (B)(6) 2017 the peritoneal dialysis patient's nurse reported the patient was hospitalized with peritonitis. During additional follow up on (B)(6) 2017 a second nurse reported the patient had been discharged and recovered. Additional information including specific dates of admission and diagnosis were solicited but the clinic declined to provide any additional information.